Event description:
It was reported the patient received the following results within 15 minutes: 372 mg/dl (patient's meter) and 94 mg/dl (professional's meter).

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Device received in a condition which made analysis impossible, the customer had returned previously dosed test strips.